Event description:
(B)(4) trial. Same patient as MFR ID#: 2134265-2010-04131, 2134265-2010-04132, 2134265-2010-04135, 2134265-2010-04133, 2134265-2010-04134, 2134265-2010-04137. It was reported that post a stenting treatment procedure, restenosis occurred. The target lesion was located in the right coronary artery (rca). It was treated with placement of 1 unknown size taxus express2 stent.four years later, the patient presented with a 95% stenosed complex lesion in the mid rca. It was treated with placement of a 3.0x28mm taxus express2 stent with good angiographic results.

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).